Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 16mm amplatzer amulet left atrial appendage occluders was selected for implant on (B)(6) 2024 using a 12f amplatzer torqvue 45x45 delivery sheath. During the procedure it was observed that the dilator of the delivery sheath was damaged upon insertion into the femoral vein. The device was removed from the patient and replaced with a new 12f amplatzer torqvue 45x45 delivery sheath. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
An event of the dilator was damaged upon insertion into the femoral vein was reported. The investigation at abbott found that tip of dilator was damaged split. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. One image from field appeared to show distal end of dilator passed through the distal end of sheath, the tip of dilator was damaged split. There appeared to be blood on the device. The cause of the reported incident could not be conclusively determined, however could possibly be related to the damage during use. Abbott is performing further investigation to monitor this issue.